Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The customer was sent a replacement patient circuit and this resolved the issue. No further investigation is necessary.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that this vent was taken off the patient so the patient could be turned. When they went to put the patient back on the vent the oscillator on the vent would not start. They swapped the vent for another. There was no harm to the patient.